Manufacturer narrative:
Alleged failure: after 3 hours of use, the camera head suddenly stopped producing video. When I connected it to another 1688 console, it appeared as usual, so I think it is a problem with the console, not the camera head. [Update - full loss of image and surgical delay for 30 minutes. Ccu was replaced.] The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.